Event description:
It was reported that while completing a c6-7 acdf, upon removal of the temporary fixation pin, the pin snapped in half, leaving the distal portion (approx 6-8mm) in-situ on the right side of c6.

Manufacturer narrative:
Method: visual inspection;device history review; complaint history review; risk assessment results: the tip of the fixation pin was confirmed to be fractured away. No other anomalies were identified. Manufacturing history was reviewed and no anomalies were found conclusion: the plausible root cause is hard bone quality of the patient.

Event description:
It was reported that while completing a c6-7 acdf, upon removal of the temporary fixation pin, the pin snapped in half, leaving the distal portion (approx 6-8mm) in-situ on the right side of c6.